Event description:
Customer reported via phone, the insulin pump had alarmed motor error multiple times over the last few weeks. Customer's blood glucose was 27mmol/l. Alarm occurred during basal in the background. No cracks or damage noted on the device. The drive support cap was normal. Alarm has occurred three times within a 30 day period. Customer was advised to revert to back up plane and the device needed to be replaced. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device had minor scratches on the display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.